Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant, the lead connector pin came loose. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.